Event description:
Patient's representative reported "ruptured and was open inside the patient" and "pain". Later, patient reported "no complaint against the device". Later, patient reported "simple cyst", "benign calcifications" and "simple radial folds". Later, healthcare professional reported "no complaint against the device". This record is for the right side. The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b2, b5, h6.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation:

Event description:
Patient relative reported right side "further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: and was open inside the patient" and "pain". Device remains implanted.